Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported that the connector was cracked. There was no patient impact, no harm reported due to the event.

Event description:
It was reported that the connector was cracked. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found corrosion on the electrical contact, free lock lever, scope mount, and the main body had scratches (lens and focus ring). A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): endoscope image disappearance and freezing (warning) do not strike or drop the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.